Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that on (B)(6) 2024 patient reported with infusion set that had bent cannula. The patient's blood glucose leveled was 18mmol/l. The site of insertion was abdomen. The infusion set long for 2 days. Further, they replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.